Manufacturer narrative:
The software analysis was unable to determine probable cause without further information since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating there was a 30 minute surgical delay and the procedure was completed with the use of nav igation. A manufacturer representative noted she has covered subsequent cases to observe the system and there have been no errors or comments on inaccuracy.

Manufacturer narrative:
Patient information unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed when navigating anatomical landmarks. The imprecision was noted to have been observed with instruments. There was no reported impact on patient outcome.